Event description:
Patient had experienced "change in therapy effect" and felt like "pump wasn't running". Patient had a MRI on (B)(6) 2013 (unspecified if related to device or therapy; details not provided). Drugs delivered via the device werer fentanyl and bupivacaine. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: 2012-(B)(6), product type catheter. (B)(4).